Event description:
Customer reported an error with their continuous glucose monitor, specifically a cgm error 42, associated with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process. After completing the reset, the error code did not reappear. Customer was advised to wait 20 minutes before starting the sensor session, to which they agreed and acknowledged.